Event description:
The customer reported an a33 alarm. The blood glucose reading was 142 mg/dl. The insulin squirted out during the manual prime process. In troubleshooting, it was found that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to protruded/loose drive support disk. No prime alarms noted. The insulin pump received with cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker.